Manufacturer narrative:
Device evaluation details: the catheter was returned for evaluation. Biosense webster (bwi) conducted a visual inspection and screening test of the returned catheter. The evaluation has been completed. Visual analysis of the returned catheter revealed reddish-brown material inside the pebax. Screening test was performed, in accordance with bwi procedures. The returned sample was connected to carto 3 system, and the force values were observed within specifications. Then a scanning electron microscope (sem) analysis was done and a hole that was not visible to the naked eye identified. This indicates there is evidence of separation between the sleeve and the electrode. A manufacturing record evaluation was performed for the finished device, and no internal actions related to the complaint were found during the review. The reddish material inside the pebax could be related to the force issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instruction for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. An internal action was created for further investigation of the force sensor sleeve insolation to prevent fluids to get inside the device. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a ¿material separation¿. It was initially reported by the customer that the case was started and mapping was completed. Started the ablation without any problem, then after a short time suddenly force sensor error appeared.we disconnected all cables and plug in one by one. Then we changed catheter cable with new one then we got force sensor error again. We changed the catheter with new one. We successfully completed the procedure without any complications. There was no patient consequence. The customer's reported force issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On (B)(6)2024, the bwi pal revealed that a visual inspection of the returned device found evidence of separation between the sleeve and the electrode (a hole). These findings were reviewed and assessed the ¿material separation¿ as an MDR reportable malfunction since the integrity of the device has been compromised.